Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.

Event description:
During an atrial fibrillation procedure, air was aspirated when applying negative pressure. The sheath was inserted into the right atrium, and then the advisor hd grid catheter was inserted into the sheath. It was noted that air was aspirated when applying negative pressure with the advisor hd grid catheter inserted prior to the start of mapping. Aspiration was performed several times, but the air could not be removed completely. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.